Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight unknown / not provided. G4: PMA/510(k) number: k061410, k011028 and k013227.

Event description:
It was reported that the implant at tooth site #12 & #13 was removed as it was fractured. Loose implant crown, found implant was fractured and therefore was removed per indicated: surgical/medical intervention required for permanent damage: no. Was the procedure completed using another implant or another device: no, area was grafted for future implant. Additional appointment required: no. Symptoms as a result of the event: n/a.

Manufacturer narrative:
Zimvie received one (1) tsvh16, imp, tapered screw-vnt, 3.7mm coll, dual sel, ha, 16 mm l for evaluation. Visual evaluation was performed. The returned implant has signs of use, apparent bone / tissue attached to external threads. The implant was observed fractured at the collar region. DHR review was completed for the subject lot number 61356443. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 61356443 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: fracture: implant". The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz rev 4, the most likely root cause determined from the investigation was long-term parafunctional habits (e.g., clenching, bruxism, and overloading) of the patient over the implantation period ¿ patient factors. Therefore, based on the available information, device malfunction did occur. The implant¿s collar was fractured, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information available at the time of this report.